Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room on (B)(6) 2020 due to diabetic ketoacidoisis, infection and gastroparesis with a high blood glucose level of 790 mg/dl. The customer was treated with fluids. The customer reported that the battery was depleted. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.